Event description:
Usade. Seen by nephrologist for evaluation of urinary obstruction, renal failure, elevated creatinine and bun. Kidney ultrasound performed (B)(6) 2018 revealed regular wall thickening and marked pelvicalyceal dilation related to both kidneys. Review of medical record found that the patient refused to have the catheter removed. Patient had his m3 catheter in place for 148 days. The patient had his m3 catheter removed on (B)(6) 2018.